Event description:
Healthcare professional reported, "patient¿s concern with the product". Healthcare professional, later reported, aged with capsular contracture, baker grade IV. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: a striated opening on patch assessed, as surgical damage. Anxiety-product/procedure: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.